Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issues. It was reported that on (B)(6) 2021, and while preparing the clip delivery system, the grippers were not lowering evenly. One side was unable to lower fully. The device was set aside and not used. There was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult to open or close (gripper actuation - single). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult to open or close from this lot. Based on the available information and returned device analysis the cause for reported difficult to open or close (gripper actuation - single) cannot be determined. It is possible that the procedural conditions during preparation (tension on the clip, unintended curves/tension place on the device by the user) could have contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.